Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analyst commented, atrial pace lead impedance was 2603 ohms on (B)(4) 2016.

Event description:
It was reported that during use of atrial lead alarm triggered for high impedance. The patient was referred to another facility for evaluation. The patient received follow up device checkup at a different facility. X-ray photo revealed anomalous atrial lead with a high percentage of atrial sense - ventricular sense (as-vs) so the patient to be being monitored until the next device replacement. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.